Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A philips call center ticket was logged with the following text "the shock lighting bulb is blinking". No adverse patient impact was reported.